Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to 300 mg/dl. Reportedly, the customer delivered a correction bolus via the pump to address high bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.